Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on all available information, a definitive cause for the reported slda could not be determined. The reported mr was cascading effect of the reported slda. Additionally, a definitive cause for the reported heart failure could not be determined. The reported patient effects of heart failure and mitral regurgitation are listed in the mitraclip ntr/xtr instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda) resulting in increased mitral regurgitation (mr). It was reported that on (B)(6) 2020, a mtiraclip procedure was performed to treat degenerative mr with a grade of 3-4. It was noted that the patient had an anterior prolapse a small posterior leaflet. One clip was successfully implanted, reducing mr to a grade of 1. On (B)(6) 2020, the patient returned to the hospital with symptoms of heart failure. Transesophageal echocardiography (tee) was performed and showed the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (slda), causing mr to increase a grade of 3-4. On (B)(6) 2020, a second procedure was performed to stabilize the slda and reduce mr with a grade of 4. One clip was successfully implanted, reducing mr to a grade of 1-2. No additional information was provided.